Event description:
--

Manufacturer narrative:
(B)(4). Additional information indicates that the crt-p was later explanted. At this time, evidence suggests that the lv lead remains implanted.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture and high impedances on the left ventricular channel when programmed using the lv tip electrode. A chest x-ray was performed and revealed that the lead had not moved. In addition, satisfactory parameters were obtained when either the tip or ring were not included in the programming vector. A boston scientific technical service consultant reviewed this event and discussed that these out of range measurements could be an indication of a lead mechanical issue involving the lead tip conductor or the connector. In addition, the device setscrew of the lead tip may not be fully tightened. It was then suspected that the lv lead had moved in the header of the device, causing out of range measurements in certain programmed vectors. The decision was made to leave the lead and device implanted programmed with an optimal vector. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.